Event description:
Additional information received - the reporter indicated the cartridge was crushed and caused the lens to tear/lens was broken.

Manufacturer narrative:
(B)(4): evaluation:results - visual inspection of the returned product found the cartridge tip split. There was evidence of clear surgical residue. The lens optic and one haptic were torn. Pieces of the lens optic and the other haptic were torn off and missing. The lens was returned in liquid. Conclusions - (no conclusion can be drawn):based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. The injector and foam tip plunger were not returned for evaluation. (B)(4)

Event description:
The reporter stated the surgeon was inserting a +22.0 diopter cc4204a collamer aspheric single piece lens and he noted a hole in the cartridge. There was no patiient contact or injury. The reporter stated it was unknown if the lens was damaged. The reporter stated two lenses were used for this patient and both cartridges used were noted to be damaged - see MFR report # 2023826-2012-00140. The reporter stated they felt the cartridges were defective.

Manufacturer narrative:
Lens (iol), torn, split. Cartridge was crushed). (B)(4).